Event description:
It was reported when using the bd pyxis medstation system, patient orders were not crossing over to one station. This incident resulted in a delay of around 30 minutes for some patients and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. Device serial number is unknown, therefore a chr review cannot be completed. Device serial number is unknown, therefore a DHR review cannot be completed. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over correctly. The technical support specialist dialed into the server and restarted services. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported when using the bd pyxis medstation system, patient orders were not crossing over to one station. This incident resulted in a delay of around 30 minutes for some patients and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to one station. A technical support specialist restarted the services to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.